Event description:
It was reported that "for quite some time now the stimulation had lowered position in my body, and it needed to be recalibrated. It had been like this for about a year." The patient reported that he "went through some electro-convulsive therapy treatments in 2014 and somewhere around that time period the stimulation started getting lower in my upper buttocks." That patient stated "I'm not getting the results I should so I wanted to get a manufacturer's representative (rep) to come to my appointment." The healthcare provider (hcp) reported that it was unknown if there was a 50% or greater symptom reduction or if reprogramming was needed. The patient experienced a loss of therapeutic effect but it was unknown if it was sudden or gradual. No troubleshooting or interventions were taken to mitigate or resolve the event. The cause of the event was not determined. It was unknown how the patient was doing at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).